Manufacturer narrative:
Corrections: d8, h10 (corrected investigation results). This report is being supplemented to provide corrections/update to the legal manufacturer¿s final investigation. The investigation was unable to determine the cause of the scope testing positive for microbial growth: there was insufficient information provided by the customer to determine if the scope had been reprocessed in accordance with the instructions for use (IFU). Olympus was not provided with the customer¿s microbial growth lab report analysis. Therefore, the investigation was unable to determine if there was a causal relationship between damage to the scope and the sampling locations that had tested positive. An independent microbial analysis was unable to be performed as consent from the customer was unable to be obtained. The investigation was unable to determine the cause of the missing ke (glue) or the missing glue around the probe. The instructions for use (IFU) addresses reprocessing which may prevent occurrences of devices testing positive for microbial growth. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. This report will be supplemented if additional information becomes available at a later date.

Event description:
Upon device return and evaluation, it was observed that the adhesive was missing around the forceps cover and on the pink probe. Additionally, it was observed that the scope was sitting out l0onger than instructed prior to reprocessing. These findings are all considered reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation and on-site visit.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility on 12jul2023 to conduct an onsite scope reprocessing and found the following observations: the facility is following the instructions for use (IFU) correctly; however, the facility is taking longer than the hour post procedure to start the reprocessing of the scopes. Ess observed a cart full of dirty endoscopes and mentioned that after an hour passes you must follow the high-level disinfection steps that takes about 4 hours for each scope to complete. The device was returned to olympus for evaluation and during the evaluation it was observed that the forceps was missing ke-45 (adhesive) around the cover. It was also observed that glue was missing around the pink probe. It was also observed during the on-site visit from ess that the scopes were sitting longer than they should before being reprocessed. This finding was seen as a reprocessing issue. Upon further inspection, it was observed that there was a slow leak from the electrical connector lock pin. It was also observed that there were dents and scratches on the control body. It was observed that the pink probe was loose. It was also observed that the bending section cover and the glue on the bending section cover was determined to be non-olympus. It was observed that the cement was peeling at the objective lens. It was also observed that the cement at the light guide lens had tiny chips and peeling. It was observed that there were tear marks inside of the channel. It was also observed that there were broken elements on the ultramagnetic image. It was observed that there was a cut on switch #1. It was also observed that there was a minor buckle and surface scratches on the insertion tube and on the light guide tube. It was observed that the scope cover was missing a label. It was also observed that there was a customer label on the scope connector. Lastly, it was observed that the play of the control knob in all directions were loose. B5: was updated with the additional reportable malfunction finding during the evaluation. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 7 years since the subject device was manufactured. A review of the device history record and trending found no deviations that could have caused or contributed to the reported issue. The root cause of the reported positive culture could not be determined. Communication provided to the customer: an onsite observation and feedback was performed on-site at the facility. According to the instructions for use (IFU) it cautions on inappropriate reprocessing stating: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for microbial contamination. The reported issue occurred during preparation of use for or during an unknown diagnostic procedure. Despite our attempts, no further information was provided by the user facility. There was no patient/user harm or injury reported due to the event.